Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system could not be programmed into a closed loop program due to varying impedances. To address this, a revision procedure was performed. During the procedure, the lead was identified to be bent at the anchor, and the closed loop stimulator (cls) appeared to contain moisture in the header. The scs system was replaced.

Manufacturer narrative:
Section b3 - date of event. Section d4- serial number. Section d4 and h4 - device manufacturing date, device expiry date: serial number - (B)(6) - mfg date: 19-aug-2021 exp date: 19-mar-2022. Serial number - (B)(6) - mfg date: 19-aug-2021 exp date: 19-mar-2022. Section d4 - unique identifier (UDI) #. Section d8/9 - device available for evaluation, device returned to manufacturer, date returned to manufacturer. Section g - date received by manufacturer. Section g6 - type of report. Section h6 - evaluation codes. Section h10 - manufacturer narrative: the closed loop (cls), stimulator, lead, and anchor were returned to saluda for analysis. The lead passed electrical continuity testing. The lead exhibited damage which is consistent with damage due to use with an electrocautery pen. Visual inspection of the lead confirmed a kink immediately distal of the anchor fixation point which did not impact the function of the lead during testing. The cls failed functional testing due to issues consistent with electrocautery damage. Electrocautery was noted to have been used during the permanent implant and revision procedures. As outlined in the manufacturer's instructions for use (IFU), patients implanted with the evoke system should not be subjected to electrosurgical techniques, such as electrocautery, in close proximity to the evoke system components. No evidence of moisture in the header of the cls was identified. The manufacturing records were reviewed. The product met all requirements for release with no anomalies identified.